Event description:
It is reported by the patient's attorney the patient underwent left hip surgery in 2003. Postop, the patient's left hip dislocated. As a result, one week later, the patient's left hip was revised.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Evaluation summary: patient age, build, and activity level are unknown. Details of stem, head, liner and shell used are unknown. No further engineering analysis could be done with available information. No device or x-rays were returned for evaluation. No catalog number or lot number were provided; therefore, the device history records cannot be reviewed.